Event description:
A rellant stent graft balloon catheter was inserted into the pt for further expansion of an implanted aneurx stent graft at the location of the aortic neck. Vessel mophology is unk. It was reported that a 20 cc synringe was used to inflate the balloon when the balloon rpeortedly ruptured. The balloon was removed from the pt and another reliant balloon was successfully used to complete the case. The catheter was discarded and will not be reutuned to medtronic. No additional clinical sequale were reported and the pt is fine.